Event description:
It was reported that a remote transmission showed intermittent undersensing of ventricular fibrillation. The patient received appropriate therapy. It was also noted that the patient reported feeling dizzy and nauseous before the shocks, however it was not certain that it was related to the episode since the patient was already sick with a stomach virus. Recommended programming changes were made and a successful dft test was performed. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.